Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with counterfeit top case, and cracked right plunger case. Event history log review was performed and found evidence of reported problem. Visual inspection, checked and tested syringe plunger sensor, force sensor, and occlusion testing were performed. The customer reported problem was confirmed. The investigation found 'check syringe plunger sensor' only when plunger head was pressed tightly against pump during start up test. However, the investigation could not duplicate 'force sensor bridge test and force sensor within spec, count was 40 and values were 0= 0 lb, 5= 5.18 lb, 15= 14.76 lb. Investigator replaced the pump left plunger case, replaced force sensor and plunger cable. Performed pm and all functional tests which passed. The problem source of the reported problem is pump design.

Event description:
Information was received that this smiths medical medfusion 3500 pump exhibited check plunger sensor forcer bridge test. No adverse effects were reported.